Event description:
Agent contacted technical solutions about a patient's pump that was unable to be read by three separate clinician programmers. Agent asked technical solutions what the cause could be and technical solutions informed the agent that this issue is most often seen when a pump has flipped. Technical solutions asked if the facility had attempted to access the pump, but they had not as they were unable to inquire first. Technical solutions informed the agent that the lack of a raised septum (to access the reservoir) would indicate that the pump had flipped. Technical solutions advised the agent to take an x-ray of the pump. Technical solutions also directed the agent to the flowonix app which has x-rays of a pump, which would help discern if the pump was indeed flipped. The pump stem would be counterclockwise to the cap port had the pump been flipped. Agent did not share patient or physician information prior to ending the call.

Manufacturer narrative:
Device remains implanted and was not returned for additional evaluation and investigation. As device was not returned for investigation, a definitive root cause could not be determined for the alleged issue. Several attempts were made to follow up with the reporter of the issue for additional information, but these attempts were unsuccessful. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).